Manufacturer narrative:
The device has not been returned for evaluation nor were x-rays provided. Root cause cannot be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via a clinical study that a nail was found to be bent. No revision information or patient information was provided. No patient injury was reported.